Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("the female patient has been struggling for years with abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required) and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain and fatigue to be related to essure administration. The reporter commented: the device was implanted about 15 years ago, and the female patient has been struggling for years with abdominal pain, in addition to fatigue and other symptoms. The patient has now been informed that an operation will probably be needed and that she risks losing her uterus and ovaries. Partly because of this, the consequences of the device mentioned are drastic for her. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("the female patient has been struggling for years with abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2008, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required) and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain and fatigue to be related to essure administration. The reporter commented: the device was implanted about 15 years ago, and the female patient has been struggling for years with abdominal pain, in addition to fatigue and other symptoms. The patient has now been informed that an operation will probably be needed and that she risks losing her uterus and ovaries. Partly because of this, the consequences of the device mentioned are drastic for her. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 04-sep-2023: quality safety evaluation of ptc. Upon internal review, event coded with pt "abdominal pain" was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.